Event description:
It was reported, the insufflation unit exhibited pressure issue. Event occurred during set up / inspection for use (during set up in room / before patient room). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d5, h8 fields updated: h2, h3, h6, h11 the device was returned to olympus for inspection. The failure mode could not be confirmed. A root cause could not be identified. Based on the results of the investigation, the device was confirmed to be in good working order based on local inspection results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the insufflation unit exhibited pressure issue. Event occurred during set up / inspection for use (during set up in room / before patient room). There were no reports of patient involvement.